Manufacturer narrative:
(B)(6). Section d4: lot number was not provided by the healthcare facility. One of the two subject mr290v vented autofeed humidification chambers is currently en route to fisher & paykel healthcare new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that two mr290v humidification chambers were found leaking during patient use. There were no patient consequences reported.

Event description:
A healthcare facility in the united kingdom reported that two mr290v humidification chambers were found leaking during patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: lot number was not provided by the healthcare facility. Method: only one of the subject mr290v vented autofeed humidification chambers was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. The second device was not available for return as the healthcare facility disposed of the device. Results: additional information provided by the healthcare facility indicated that their practice is to wipe the humidification chambers daily with cleaning wipes. Visual inspection of the returned mr290v vented autofeed chamber identified a crack along the base of the chamber dome. Further analysis identified that the crack may have been due to an external mechanical impact during use. Conclusion: the reported leak was found to be due to a crack that was observed on the chamber dome. The cause of the external mechanical impact was not confirmed. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.